Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01 ipg implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) epicardial lead had high thresholds. The rv lead was capped. A new rv lead was attempted and implanted. It was also reported that the right atrial (ra) lead had insulation damage and low impedance with no sensing. The ra lead was capped and not replaced. It was further reported that the left ventricular (lv) lead was attempted but not used due to no capture and the lv lead not stabilizing in the vessel. No patient complications have been reported as a result of this event.